Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm was unable to duplicate reported autofill failures; however he found 7 autofill failures in the data logs. The stm troubleshoot and ran basic tests. The unit passed autofill calibration, but during performance testing, the average vacuum pressure read high. Also vacuum recovery time was within spec but was reading higher than what was considered normal. The stm checked various components for leaks and re-seated connections, without any change in values. The stm was told that the in house biomed installed the 5000 hour kit and he investigated their work. The stm found that the vacuum diaphragm was installed incorrectly with the "rough side" down instead of being up according to the service manual. The stm corrected this and retested. The average vacuum now reads -186 and recovery time in 3.8 seconds. The customer ran a burn-in overnight with their system trainer. The stm followed up in the morning with biomed and was informed that the unit ran without any recurrence of the reported issues. The iabp was cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented an autofill failure. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.